Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The user tried to reboot but failed. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) verified that the drawer had a bad module control board. Then, the fse removed the half-height drawer from the bus. It turned out that the issue was due to board cable connections on the board trays and module control controller. The fse reconnected all connections on the tray¿s drawer controllers and module controllers. Everything worked fine after that. Diagnostics were run, and the customer verified proper operation in the application. The system functioned as intended after the field service engineer repaired the device.